Event description:
It was reported that during a liver embolisation treatment procedure, a coil detached prematurely. No resistance was felt when advancing the coil through the bsc catheter. Resistance was felt when trying to deploy the coil. After the idc was placed, it did not deploy by itself so the physician tried to twist a little to deploy it but it was unsuccessful. Then the physician withdraw the device into the bsc catheter and then it deployed in the porta vein with some of the idc still left outside the bsc catheter. The physician used another device to withdraw the idc from the porta vein. Nothing was left inside the patient. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device eval by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).